Manufacturer narrative:
It was reported that the number of uses for this instrument is unknown and cannot be estimated. It is noted that the device was manufactured 7 years ago.

Event description:
N/a.

Manufacturer narrative:
The blunt tip suction tube (mcen770b30) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the suction tube found that the stem was broken at the base of the handle at the weld. Root cause analysis: it was determined that an error in the handling of the instrument by the customer, an excessive force was applied leading to stem breakage.

Event description:
This report is 1 of 10 and is related to mfg report numbers: 3003249645-2024-00028, 3003249645-2024-00031, 3003249645-2024-00030, 3003249645-2024-00032, 3003249645-2024-00033, 3003249645-2024-00034, 3003249645-2024-00035, 3003249645-2024-00036, 3003249645-2024-00037. It was reported that during surgery, the welding between the handle and the stem of the blunt tip suction tube (mcen770b30) broke. The surgeon had to use another product. This reportedly led to a loss of time. No patient impact was reported.